Event description:
Customer reported that the pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. Caller attempted various solutions including switching wall outlets and using different charging cables, but the issues persisted, and the charging connection remained unstable. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.